Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dialudid at an unknown concentration at dose. On an unreported date the patient had a catheter dye study performed and the device was unable to be aspirated. Surgery was performed during which the catheter was unable to aspirated from in the operating room and it was replaced. The issue was resolved and the patient was alive with no injury. It was noted that the explanted catheter was discarded of.